Manufacturer narrative:
(B) (4). (B) (4). In this case, there was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
Device issue: none. Adverse event: restenosis requiring medical intervention. Onset of adverse event: approximately 16 months post procedure. It was reported that approximately 16 months post a right coronary artery (rca) stenting procedure, the patient experienced angina and was found to have 70% in-stent restenosis involving the proximal rca including a new area of stenosis around the ostium. During rehospitalization, on (B) (6) 2010, right coronary angioplasty and stenting was performed. There was no adverse patient sequela reported and on (B) (6) 2010, the event resolved and the patient was discharged to home. Although requested, there was no additional information provided.